Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwos) were observed on the device. Technical support was contacted and reprogramming recommendations were provided. No intervention has been completed at this time. The patient was stable with no consequences.